Manufacturer narrative:
(B)(4). D10: size 5 4-peg modular cemented glenoid, cat #: sagl2045, lot #: 66074653. 51mm x 18mm humeral head, cat #: sahh5118, lot #: 65636110. Size 8 standard humeral stem, cat #: sahs1108, lot #: 66074680. Humeral head adapter, cat #: sahha001, lot #: 66191813. 135° humeral stem adapter, cat #: sahaf135, lot #: 66126740. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop which can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment.

Event description:
It was reported in a clinical study that a patient developed a dvt/pe approximately 2 months post implantation of a left shoulder arthroplasty. The patient was hospitalized and placed on medication. Attempts have been made and additional information on the reported event is unavailable at this time.